Event description:
The customer reported to olympus, a e103(lamp light-up error) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the igniter was firing weak and olympus lamp life meter was reading below 50 hours and light output measured within range. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported e103 error code was not reproduced during the physical evaluation of the subject device. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported e103 error code (lamp light-up error). The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation was unable to determine the root cause of the reported issue. Olympus will continue to monitor field performance for this device.